Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507 during ventilation of a patient.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - device evaluation: root cause: during ventilation of a patient, the device generated technical fault "tf 5507". A mixer valve malfunction triggers this alarm. Tf 5507 indicates that air or oxygen inlet valve cannot close properly. Mixer valve was replaced.

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507 during ventilation of a patient.

Event description:
Hamilton medical ag received the following incident description: device alarmed with technical fault 5507 during ventilation of a patient.

Manufacturer narrative:
Investigation is ongoing.